Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: foreign (B)(6).

Event description:
It was reported that during surgery it was discovered that a small, but deep hole that had formed across the surface. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The malfunction was not a result of a device fracture, rather a worn device was reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the device exhibits signs of repeated use (nicked or gouged) and the dovetail feature is compressed. Also no deep hole or fracture were visible during evaluation. The device history records were reviewed for deviations and / or anomalies with no deviations / anomalies identified. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.